Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) tea. The failure analysis investigations confirmed/replicated the reported failure. The usm was tested on an in-house system in normal mode with error 319. The usm was also tested on a patient side cart fixture test platform (pftp) where direction test failed 32101/yaw, sensors check failed yaw. Also, troubleshooted the issue, using a golden axes controller motor (acm) pftp direction test passed on retry, performing an aba issue comes back. After a further investigation, contamination was not found on usm. It was confirmed error 319, 31221, 32101 pointing a communication issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the acj board and performed the failure analysis. The board was installed into the printed circuit assembly (pca) patient side cart (psc) system and completed the program process with no issues, but this board failed after one hour of power cycle with error 32101. The visual inspection shows the board is in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) and the axes controller setup joint (acj) board to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm and acj to perform analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the devices are evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotics coordinator contacted the technical support engineer (tse) and reported the surgeon encountered a fault with the system. No trouble shooting was performed, and the surgeon opted to complete the case laparoscopic. There was no reported injury.